Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having a right total hip arthroplasty done on (B)(6) 2016. He fell and had a proximal periprosthetic fracture the surgeon decided to pull the stem and head and go back with a lima he needed a longer stem in order to span the fracture.